Event description:
Boston scientific received information that this implantable defibrillation lead exhibited low out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the physician will continue to monitor the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.